Event description:
It was reported that during a scheduled retrieval for a vena cava filter, two filter arms embedded in the ivc wall were discovered to be detached. A snare was used to successfully retrieve the filter and the two detached arms without incident. No reported patient injury.

Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The investigation is currently underway.